Manufacturer narrative:
(B)(6). A philips field service engineer (fse) evaluated the device, and the issue was due to customer network that was solved by hospital it. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that alarms from different monitors do not appear. The device was in use at the time of the event. No adverse event occurred.